Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a very high tidal volume. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer noted that the customer's v60 ventilator had a very high tidal volume. The customer requested onsite service.

Manufacturer narrative:
It was reported that the device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the gas delivery system (gds) was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.